Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified mid to proximal right coronary artery (rca). After predilatation was performed on the lesion a 2.5x15 mm xience xpedition stent delivery system was delivered; however, it did not cross. There was no exertion placed on device; however, upon removal, the stent implant caught on partial calcification and dislodged. The stent was hung up at the ostium of the rca; therefore, a non-abbott guide wire was used to wrap around the stent enabling the guide wire, stent and guiding catheter being retracted together. Another 3.5x15 mm nc trek balloon was advanced and crossed successfully. A 2.5x23 mm xience xpedition stent was advanced and deployed at 10 atmospheres in the mid to proximal rca. A 3.0x23 mm xience xpedition stent was placed proximal to the 2.5x23 mm xience xpedition to almost 5 mm from the tip of the ostium. A 3.0x12 mm xience xpedition was advanced to cover the remaining area of stenosis; however, it would not cross. A 3.5x15 mm nc trek balloon was advanced to proximal of the 3.0x23 mm deployed stent for post-dilatation. After retraction of the balloon catheter, a perforation was observed approximately 5 mm away from the deployed 3.0x23 mm xience xpedition stent edge o the ostium of the rca. A 3.5x16 mm graftmaster stent was advanced for treatment; however, it would not cross. A 3.0x16 mm graftmaster was used to treat the perforation successfully. The case concluded and the patient is in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: (2) forte guide wire; stent: 2.5 x 23 mm xience xpedition. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The 2.5 x 15 mm xience xpedition and 3.5 x 16 mm xience xpedition referenced are being filed under separate medwatch reports.